Event description:
It was reported that the patient underwent spinal surgery using rhbmp-2/acs. Reportedly, the patient has "significant problems including pain, mental anguish, nerve injury, as well as physical limitations."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: right leg radiculopathy; l4-5 and l5-s1 degenerative disc disease with concordant pain confirmed by discography and underwent the following procedures: l4-5 and l5-s1 hemilaminectomy, l5-s1 re-exploration after previous discectomy at this level, l4-5 and l5-s1 complete discectomy, arthrodesis of l4-5 and l5-s1, placement of interbody cage packed with allograft, autograft, and bmp, percutaneous placement of pedicle screws in l4, open placement of segmental pedicle screws of l4-5 and l5-s1, fluoroscopic guidance, microscopic dissection, bilateral neural monitoring of both lower extremities for greater than 4 hours. As per op-notes, " decortication of the end plates then was stripped of all additional disc material and then we were ultimately able to place a cage. Prior to placing the cage. We were able to pack this disc space with additional allograft, autograft, and bmp, and then the cage was placed in good position. Fluoroscopy showed excellent placement of the cage. The exact same procedure was performed at l5-s1 with a slightly larger cage placed." The patient tolerated the procedure well without any intraoperative complications.